Manufacturer narrative:
The initial qc was out high but upon repeat, the result was within the acceptable range. A field service engineer (fse) was on-site and replaced the cre module. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high creatinine (cre) results generated by the synchron lxi 725 clinical system for two patients. The initial cre patient results were 6.27 and 5.93 mg/dl. Upon repeat on a different instrument, the results were 1.15 and 0.78 mg/dl respectively. The erroneous results were reported outside of the laboratory. It is unknown if patient treatment was impacted by this event.